Event description:
It was reported that the customer had an unexpected restart alarm and an external ram error alarm. Customer's mother stated that they kept receiving an error message when they try to change the battery. Customer stated that the pump was not stored or not in use for an extended period of time. The alarm occurred shortly after inserting a new battery. Customer had multiple external ram error alarms in the alarm history. Customer was advised to program a normal bolus in the air. The bolus amount was recorded in the bolus history. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.